Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that she experienced a hypoglycemic event on (B)(6) 2014. Patient reported that the device read 78 while the fingerstick value was 30. Patient contacted paramedics who assisted her until her levels went up.patient reported she was fine at the time of contact with dexcom technical support.